Event description:
It was reported that this right ventricular (rv) lead was a semi-permanent implant due to the patient previously experiencing an infection related to another pacemaker system, which had been explanted. This rv lead was implanted through the jugular vein to provide temporary pacing while the infection healed. Post implant procedure, a fluoroscopy was performed, and the observation was made the helix mechanism of this lead had self-retracted. Subsequently, surgical intervention was performed, and this lead was explanted. No additional adverse patient effects were reported. This lead is not expected for return as it was retained by the customer. A good faith effort has been submitted to the field to obtain additional clarification regarding this event as the details are not completely clear. This report will be updated when the information is provided.